Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy, while disconnecting the hepatic vein, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. They replaced the reload and the case was completed. No patient injury.